Event description:
It was reported that the patient received inappropriate atp therapy due to oversensing of noise. Further evaluation was recommended.

Event description:
New information received notes that inappropriate v sensing caused false vf episode that resulted in atp and aborted shock. Noise was observed. Device was reprogrammed.

Event description:
New information received notes that noise on the ventricular lead continues to be seen as vt/vf by the device, which then initiates atp therapy with aborted shock. Therefore, the lead was capped. The patient condition is stable.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.